Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following event of mild (30-49%) distal stenosis of the abdominal portion of the bifurcated stent graft. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately three (3) years post initial procedure, a computerized tomography (CT) scan identified mild distal stenosis of the abdominal portion of the bifurcated stent graft. The patient is being monitored and there have been no additional patient sequelae reported.